Event description:
The device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The reported device was not returned to brézins for investigation as repairs were carried out locally. According to provided information, the membrane was worn out. As it was noticed that the preventive maintenance was well overdue (2019). Due to the lack of maintenance and as per IFU recommendations, this complaint will be considered as a misuse. To our knowledge this complaint is not being related to patient safety this complaint is considered as: misuse. The trend is: n/a.

Event description:
The following has been reported by customer: the customer reported that the device's screen turns on, but everything appears blue, no data is displayed, and the front amber lights flash. No patients were involved. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.